Event description:
A report was received that the patient underwent a revision procedure due to a discharge at the midline incision. There was some soreness and the patient had some fever. The physician opened the midline incision and removed and replaced the sutures and removed the infected tissue. The patient was given oral antibiotics and IV antibiotics. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 serial#:(B)(4) model description:linear st lead with preloaded enhanced stylet - 50 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.